Manufacturer narrative:
Manufacturer ref# (B)(4). Blank fields on this form indicate the information is unknown or unavailable. G4) similar to device marketed under PMA/510(k) p140016. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to study: synopsis: reported thrombus in proximal study device at 1-month follow-up visit. On (B)(6) 2023, the patient was routinely treated for a fusiform thoracic aortic aneurysm with placement of the above zta devices. The procedure imaging notes the proximal edge of the graft fabric is in zone 1, but that the left subclavian artery was not covered (queried). The 1-month follow-up imaging revealed a thrombus in the proximal component. The patient was taking anti-coagulant medication.

Manufacturer narrative:
Manufacturer ref# (B)(4). After investigation the event is no longer considered reportable. D3) denmark. G1) denmark. H6) c22 ¿ no code available for side-effect. D17 ¿ no code available for side-effect. Summery of investigation findings: a 70-year-old male patient had an aortic type a dissection treated with a supracoronary arch replacement with proximal arch replacement on (B)(6) 2021 and a total arch replacement and frozen elephant trunk procedure on (B)(6) 2023. After the procedure the patient developed a post dissection fusiform thoracic aortic aneurysm which was treated with a tevar procedure on (B)(6) 2023 in which a zta-p-38-167 and a cmd (cmd-zta-pt-nl-0816) was placed in the aorta. During the same procedure another cmd (cmd-zta-pt-nl-0807) was placed to act as plug in a false lumen. Pre-procedural imaging showed partial thrombus in proximal and distal neck pre-procedure and the patient was reported to be on anti-coagulants. Thrombus in all implanted devices was reported to be present on follow-up CT performed on (B)(6) 2023. No intervention for the thrombus was reported. Thrombus in the zta and cmd implanted in aorta will be addressed in this and the related complaint. The thrombus in the cmd placed in the false lumen is intended and does not constitute a complaint. Per the instruction for use sent with the device thrombosis is a known adverse event. Based on the reported information the devices functioned as intended why this event is assessed to be a side-effect inherent to patient medical condition. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.